Event description:
Boston scientific received information that difficulty was experienced inserting the is-1 portion of this chronic lead into this device header and impedance measurements greater than 2000 ohms were observed. Saline and mineral oil were utilized which was successful and lead measurements were appropriate. No adverse patient effects were reported.

Manufacturer narrative:
The system remains implanted and no other adverse events have been reported. This product issue will be updated if additional information is received.